Event description:
It was reported that the pt experienced a headache. Csf (cerebrospinal fluid) was discovered upon exam. The pt's device anchor was surgically repositioned. The physician stated that the cause of this phenomenon was "a method of the operation". The event was stated as not being catheter related. The pt's status was "recovered".

Manufacturer narrative:
(B) (4).